Event description:
The customer contact reported a tubing set disconnection. The tubing set option-lok male adapter luer was connected to a microclave port male adapter plug and was being used to deliver normal saline. After an unspecified lenght of time in use, the pt notified the nurse that the tubing set had disconnected from the microclave port male adapter plug. The nurse reconnected the two devices and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.